Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing resulting in premature depletion. It was discussed that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. Boston scientific technical services was contacted and confirmed the battery consumption was increasing resulting in premature depletion. The device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.